Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging ventilator inoperative and service required alarm conditions occurred during initial testing. The device was not in patient use. The ventilator was returned to the manufacturer quality assurance laboratory for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issues.